Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024, it was reported that the patient faced infusion set cannula was kinked within 3 hours of insertion. The infusion set was in use for few hours. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5